Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called on behalf of the patient alleging that the meter was set to the incorrect unit of measurement. The patient did not seek medical attention or contact his physician. The patient reported that the meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l". Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the unit of measurement spontaneously changed from "mg/dl to mmol/l".